Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that there was an emergency room visit for their high blood glucose levels. Customer's blood glucose levels at the time of emergency room visit was 600+ mg/dl. Customer stated that the insulin pump alarmed no delivery during the bolus procedure. Customer was wearing the pump at the time of emergency room visit. Advised customer to change the entire set, reservoir, and insulin, and treat per health care professional's instructions. Replacement product is being sent.